Event description:
A laparoscopic hook electrode was used to seal an abdominal drain in a patient's abdomen. Following the procedure, some minor skin burn marks were noted at the operative site. No specific treatment of the burns was necessary. A blemish or worn spot was found in the insulation of the electrode about 60mm from the tip.